Event description:
The manufacturer received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. The device was returned to the third party service center for further evaluation. The device was evaluated. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and device is scrapped. Section h6 updated in this report.